Event description:
Per pt crono 5 pump (B)(4) is beeping and will not turn off. She is unable to run the pump. No interruptions in remodulin therapy or adverse events resulted from this. Pt has back up pump which is working fine. We are replacing pump. Dose or amount: 189.5 ng/kg/min, frequency: cont, route: IV. Dates of use: (B)(6) 2016 to ongoing. (B)(4).